Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly to resolve the issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that on/off button does not work. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.